Manufacturer narrative:
Correction: a.2.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced an infection. The patient reported that the new liberty cycler set patient line is too short, which caused the patient to frequently have to disconnect and reconnect to utilize the restroom, which in turn caused the peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6)2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 122 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every 3 days and ip ceftazidime 1000 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus epidermidis on (B)(6)2024, and the patient¿s antibiotics were continued. The patient continues to utilize the same liberty select cycler without reported issue(s) and has recovered from the serious adverse events. The pdrn stated the patient completed her antibiotic course, and the cloudy peritoneal effluent fluid and abdominal pain have resolved. The pdrn confirmed the patient reported the peritonitis was caused by the frequent disconnections and reconnections from the liberty cycler set required to use the restroom during treatment. The patient felt the newly shortened patient line was what caused the peritonitis. However, the pdrn disagreed stating the cultured organism was staphylococcus epidermidis, and there is a much higher likelihood the peritonitis was the result of a touch contamination event due to poor hand hygiene.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn confirmed the patient alleged the peritonitis event was caused by the newly shortened liberty cycler set patient line. The patient reported being unable to reach the restroom during treatment, thus she was required to frequently disconnect and reconnect. However, the pdrn disagreed stating the cultured organism was staphylococcus epidermidis, and there is a much higher likelihood the peritonitis event was the result of a touch contamination event due to poor hand hygiene. Staphylococcus epidermidis is commonly found on human skin, and in most cases of staphylococcus epidermidis peritonitis the most frequent causal factor is a touch contamination event. Additionally, there was no report a fresenius device(s) and or product(s) had malfunctioned or was found to be defective. It is the patient¿s responsibility to examine the product packaging for changes, such as the shortening of the patient line. The liberty cycler set labeling clearly states the length of the tubing provided. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is clinical allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced an infection. The patient reported that the new liberty cycler set patient line is too short, which caused the patient to frequently have to disconnect and reconnect to utilize the restroom, which in turn caused the peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 122 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every 3 days and ip ceftazidime 1000 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus epidermidis on (B)(6) 2024, and the patient¿s antibiotics were continued. The patient continues to utilize the same liberty select cycler without reported issue(s) and has recovered from the serious adverse events. The pdrn stated the patient completed her antibiotic course, and the cloudy peritoneal effluent fluid and abdominal pain have resolved. The pdrn confirmed the patient reported the peritonitis was caused by the frequent disconnections and reconnections from the liberty cycler set required to use the restroom during treatment. The patient felt the newly shortened patient line was what caused the peritonitis. However, the pdrn disagreed stating the cultured organism was staphylococcus epidermidis, and there is a much higher likelihood the peritonitis was the result of a touch contamination event due to poor hand hygiene.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) experienced an infection. The patient reported that the new liberty cycler set patient line is too short, which caused the patient to frequently have to disconnect and reconnect to utilize the restroom, which in turn caused the peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 122 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every 3 days and ip ceftazidime 1000 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned positive for coagulase-negative staphylococcus epidermidis on (B)(6) 2024, and the patient¿s antibiotics were continued. The patient continues to utilize the same liberty select cycler without reported issue(s) and has recovered from the serious adverse events. The pdrn stated the patient completed her antibiotic course, and the cloudy peritoneal effluent fluid and abdominal pain have resolved. The pdrn confirmed the patient reported the peritonitis was caused by the frequent disconnections and reconnections from the liberty cycler set required to use the restroom during treatment. The patient felt the newly shortened patient line was what caused the peritonitis. However, the pdrn disagreed stating the cultured organism was staphylococcus epidermidis, and there is a much higher likelihood the peritonitis was the result of a touch contamination event due to poor hand hygiene.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.